Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose was experienced and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 280 mg/dl at the time of incident and 326 mg/dl at the time of the call. Troubleshooting found that the pump appeared to be functioning as designed. The customer declined to speak further and did not want to troubleshoot but indicated she would call back if any further high blood glucose issues.